Event description:
The healthcare professional (patient's endocrinologist) contacted lifescan (lfs) customer service in 2009 on behalf of the lay user/patient because the patient reportedly developed an allergic reaction from the one touch ultra test strips. The customer service rep spoke with the patient directly on june 4-5, 2009 for follow-up questions. The medical surveillance specialist (mss) was unable to contact the patient for follow-up questions but was able to speak with the initial reporter (patient's endocrinologist) on june 10, 2009 to obtain/verify the following information. According to the patient, she had difficulty breathing and swallowing, her mouth and tongue were burning, she had severe itchy skin, and had a burning sensation on her arms as a result of an allergic reaction with the onetouch ultra test strips. The date of the incident was not reported. The patient's endocrinologist stated it was unclear if the allergic reaction was due to opening the test strip vial or if it was due to handling the test strips and/or if it was due to another allergen that was present at the same time she handled the test strip vial. According to the patient's endocrinologist, the patient has a high sensitivity to chemicals and has had reactions due allergens that are airborne, such as perfumes and fabric softener. The patient was unwilling to report if she received any form of treatment. The patient's endocrinologist was unable to confirm if the patient received any form of treatment for the allergic reaction but have been told by the patient's caregivers that they would remove the allergen away when the patient has a reaction. Currently, the patient is testing with the older version of the onetouch ultra test strips with no problems. The patient was unwilling to provide the test strip lot # because she did not want to get in contact with the test strips. She indicated that she has already provided lfs with the lot # information. According to the patient's lfs customer service call history, the patient called lfs the month prior to original month, alleging that there was a strange odor coming out of the test strip vial (lot # 2895160). She did not allege an injury during that call. Replacement test strips were sent. Based on the provided information at this time, it cannot be confirmed if the patient received any form of medical intervention for her allergic reaction. However, this complaint is being report because the patient reportedly developed an allergic reaction when she became in contact with the onetouch ultra test strips.